Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to cup migration superiorly in the acetabulum and loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿